Event description:
It was reported by the affiliate that while performing a nephrectomy, the tip of the active blade broke away from the handpiece. Another like device was used to complete the case with no patient consequence.